Manufacturer narrative:
B.5. Updated.

Event description:
The following was reported to gore: on (B)(6), 2020, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. On (B)(6), 2021, a follow-up CT image revealed an endoleak. It was suspected to be a proximal type I endoleak. On (B)(6) 2021, additional two gore® tag® conformable thoracic stent graft with active control system were implanted from the proximal of the initial gore® tag® conformable thoracic stent graft with active control system with ax- ax bypass and the embolization of the left subclavian artery. The patient tolerated the procedure. The physician stated that the proximal type I endoleak was highly suspected, but it was not confirmed obviously.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. On an unknown date in 2021, a follow-up imaging revealed an endoleak. It was suspected the proximal type I endoleak. On (B)(6) 2021, additional two gore® tag® conformable thoracic stent graft with active control system were implanted from the proximal of the initial gore® tag® conformable thoracic stent graft with active control system with ax- ax bypass and the embolization of the left subclavian artery. The patient tolerated the procedure. The physician stated that the proximal type I endoleak was highly suspected, but it was not confirmed obviously.